Manufacturer narrative:
Evaluation of the returned velocity confirmed a fracture on the mid-shaft. If the device is manipulated against resistance or its otherwise mishandled at extreme angles during use, damage such as a kink and subsequent fracture may occur. Further evaluation of the velocity revealed additional kinks on the proximal fractured segment. This damage may be incidental to the reported complaint. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
Please note that the following statement in section h. Box 10./11. Narrative/corrected data was incorrectly reported in the follow-up #02 MFR report and is being updated on this follow-up #03 MFR report:. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. H3 other text : placeholder.

Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report. 1. Section b. Box 4. Date of this report (mm/dd/yyyy) h3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the right middle cerebral artery (mca) using a velocity delivery microcatheter (velocity), penumbra system ace 68 reperfusion catheter (ace68), and neuron max 6f 088 long sheath (neuron max). During the procedure, the physician placed the ace68 within the neuron max, then advanced the velocity through the ace68 with no resistance. The physician then used a 3 ml syringe to inject contrast through the velocity and noticed that the contrast came out of the ace68. The contrast injection was then repeated and the same result was observed. The physician decided to retract the velocity and noticed that the tip of the velocity with the radiopaque marker stayed in place while half of the velocity was already pulled out of the ace68. It was reported that only one break was noted as the velocity came out of the ace68. Therefore, the ace68 containing the tip of the velocity was removed from the neuron max. Subsequently, the hospital technologist pulled from the tip of the velocity, the rest of the velocity was removed from ace68. The procedure was completed using another microcatheter and the same ace68 and neuron max. There was no report of an adverse effect to the patient.